Event description:
It was reported that removal difficulties occurred. Vascular access was obtained via a transapical approach. A large accurate neo bioprosthesis was implanted to treat the calcified native aortic valve. Following implant, paravalvular leak was noted. The large accurate neo bioprosthesis was postdilated. Following post dilatation, a moderate to severe central leak was noted. The central leak was believed to have been attributed to a ruptured leaflet. The ruptured leaflet was possibly caused by the removal of an amplatz super stiff guide wire. Resistance was felt during withdrawal. A valve in valve procedure was performed with a second valve system. The patient condition remained stable. The final result was perfect.

Event description:
It was further reported that the amplatz super stiff guide wire was a non-bsc amplatz extra-stiff curved guide wire. It was reported that removal difficulties occurred. Vascular access was obtained via a transapical approach. A large acurate neo bioprosthesis was implanted to treat the calcified native aortic valve. Following implant, paravalvular leak was noted. The large acurate neo bioprosthesis was postdilated. Following post dilatation, a moderate to severe central leak was noted. The central leak was believed to have been attributed to a ruptured leaflet. The ruptured leaflet was possibly caused by the removal of an amplatz super stiff guide wire. Resistance was felt during withdrawal. A valve in valve procedure was performed with a second valve system. The patient condition remained stable. The final result was perfect.

Manufacturer narrative:
B5 describe event or problem - updated.